Event description:
Pt with metastatic breast cancer to the liver previously treated with 5-fu, leucovorin and cpt-11. The pt underwent first therasphere treatment to the left lobe of the liver via hepatic artery infusion and received 153 gy dose. Therasphere infusion was uneventful and the pt left hosp on the same day feeling well. Eight days later pt presented to ER with nausea, vomiting and chest/upper abdomen discomfort. Pt was evaluated with an EKG, labs and cxr and was told their symptoms were not related to cardiac ischemia, and to take mylanta. Pt's symptoms persisted and six days later pt was admitted to the hosp. The following day upper gi endoscopy showing three large non-bleeding clean-based superficial ulcers proximal to the pylorus, which showed no stigmata of recent hemorrhage. Clo test was negative. Pt was started on IV fluids, morphine, ppi and zofran. Incidentally, the pt was found to have a urinary tract infection and anemia of chronic disease with fe deficiency. Pt was given epogen subcutaneously. After the pt felt much improved their IV fluids were discontinued and pca was converted to po oxycontin. Because pt was very fatigued, they received 2 units prbc transfusion. Pt tolerated this well and began eating small amounts of solid food without having pain or nausea. The pt was discharged home three days later with prescriptions for aciphex for the ulcers, levaquin for uti, oral iron and pain medications. Three days later the pt returned to the hosp for continued cramping epigastric abdominal pain and nausea. Pt was started on IV fluids, antiemetics and pain rx. An acute abdominal x-ray series and ruq ultrasound on admission were negative. Pt received electrolyte replacements, oral reglan, carafate oxycontin, epogen injection for baseline anemia. Repeat egd showed healing ulcers and no other evidence of strictures or obstruction. Gastric empting study showed that they had delayed empting without medication. A head CT was negative. The pt improved in all regards. She tolerated small solid meals and liquids without emesis. The pt was discharged home on 5/02 ambulating independently with new medications (carafate, maalox, aciphex) for ulcer mgmt. Pt is being followed closely to monitor any change in status.